Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the gas system log shows several instances where the input oxygen (o2) pressure is low, just below 30 pounds per square inch (psi). When the input gas pressure is out of range (30 to 70 psi) the calibrate button would be grayed out (inactive), and would prevent calibration as reported. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) performed visual inspections, mechanical and electrical testing of the epgs. He also checked the user facility's three oxygen (o2) lines and two air lines for sufficient pounds per square inch (psi) requirements. The fsr determined that two of o2 lines are below 30 psi. He explained this to the user facility's service engineers and they will fix their o2 lines to meet the required o2 pressure. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the end-user had a hard time calibrating the system. No other details regarding the nature of this event were provided.